Manufacturer narrative:
Investigation summary: bd had not received samples, but a video was provided by the customer facility for investigation. The video was evaluated and the customer's indicated failure mode for double label with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer video, the customer¿s indicated failure mode for double label with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube was found before use with two barcode stickers on it that each showed a different number. The following information was provided by the initial reporter: "two barcode stickers with different numbers were pasted on the same tube."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube was found before use with two barcode stickers on it that each showed a different number. The following information was provided by the initial reporter: "two barcode stickers with different numbers were pasted on the same tube."